Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. The patient described the area as red and itchy with broken skin under the patch adhesive, but the area is not bleeding. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream for the irritation. The outcome of the skin irritation is unknown.